Manufacturer narrative:
Although the used catheter has been returned to navilyst medical, the device evaluation has not been completed and the investigation is still on-going. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the pt was in for a biliary catheter exchange. This pt had two exodus biliary catheters placed approx 6 weeks prior to the event date of (B)(6) 2011. During the initial fluoroscopy scan the interventional radiologist noticed fractures in both catheters near the pigtail, however, the catheter was seemingly held together by the suture line. The physician placed a guidewire through the catheter to assist in removal. He attempted to push the fractured pigtail into the bowel to pass. The physician attempted to remove the catheter by pulling on the hub and/or suture line but was unsuccessful. The physician also unsuccessfully attempted to use a snare to remove the catheter. Endoscopy, as well as an additional interventional radiologist were called to assist in the removal of the catheter from the duodenum. A joint effort between the interventional radiologist and endoscopy resulted in a successful removal of the entire exodus biliary catheters.